Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was taken to the hospital for high blood glucose. It was stated that the insulin pump had a button error alarm, and it could not be cleared. The buttons were unresponsive and the customer's blood glucose went high. No further information was provided.